Event description:
Malfunction: the outer coating peeled off using process: it was reported that during the procedure, it was found that the outer coating of the hydrophilic guidewire peeled off, which could not be used. Procedure outcome: a new guidewire was immediately used, and the event was reported to the equipment department. Additional information received march 21, 2023: what was the name of the procedure(s) performed? The person in charge of the catheter room described it as coronary surgery. Listing and model of other devices used during the procedure? Unk. Was there visible damage to the device and/or its packaging prior to use? No. Was it the first time the device was used? Yes. Was the zipwire advanced through a metal cannula or needle? Unk. Did this event occur during insertion, advancement or withdrawal? Unk. Any resistance felt during insertion? Unk. Was the guidewire hydrated or rinsed with saline solution prior to removal from the dispenser? Unk. Was there an issue with lubricity of the device? Unk. Was the zipwire and companion device flushed during the procedure? Yes. How long had the zipwire been inside the patient before it was removed? Unk. Did any part of the guidewire detach inside the patient? No. Is the metal core wire exposed? Yes. Is there an image available? No.

Manufacturer narrative:
It was reported that the device would not return for evaluation; therefore, no physical analysis of the device can be performed. Lot traceability was not provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu) warnings, do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. The dfu precautions also indicate, the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. Additional information was received march 21, 2023, "what was the name of the procedure(s) performed? The person in charge of the catheter room described it as coronary surgery." As noted in the indications for use: the zipwire hydrophilic guidewire is intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. The zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.